Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 605 mg/dl. The customer¿s blood glucose was increased from 300 mg/dl to 605 mg/dl. Customer was currently in the intensive care unit due to diabetic ketoacisosis. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.